Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a loose reagent syringe and defective carbon bridge. The fse tightened the reagent syringe and replaced the carbon bridge to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for cc (cartridge chemistry) side of their dxc and low anion gaps with low na (sodium) patient results on their dxc 600 pro instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.